Event description:
After having a laparoscopic cholecystectomy, I developed a severe allergic reaction to a product called mastisol liquid adhesive. This is the first time I recall a doctor using mastisol liquid adhesive on me after surgery. My last surgical procedure was a caesarian in 2004 and I had no adverse reaction to the steri-strips, bandages, or adhesives used. My symptoms include a dark red patch approx 1.5 - 2 inch diameter around all four laparoscopic incisions. Each area is raised above the surface of the skin and its itchy and hot. Additionally, two of the affected areas have chickenpox size blister clusters within that same diameter. I was seen by my doctor on (B)(6) 2010, 8 days post op, and he prescribed triamcinolone cream, loratadine, and an antihistamine to help with the symptoms. Dates of use: (B)(6) 2010. Diagnosis or reason for use: post op.